Event description:
The customer stated that the central monitoring system (cns) peripherals froze and was unable to navigate menus. They performed a hard reboot, but the cns did not start back up. Unit powers on to a blank screen and there is no hdd led activity. MFR ref #: 8030229-2014-00188.